Manufacturer narrative:
The sodium electrode lot number was fql84 and the chloride electrode lot number was gfa08. The electrode expiration dates were requested, but not provided. The field service engineer was unable to reproduce the issue. The analyzer was found to be working within specifications. Ise checks and precision studies were performed; these recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for approximately 26 patient samples tested on a cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant sodium electrode and chloride electrode results. The sample initially resulted in the following values: sodium = 155 mmol/l chloride = 117 mmol/l. A physician questioned the results, so the sample was repeated. The sample was repeated on a second analyzer, resulting in the following values: sodium = 143 mmol/l chloride = 105 mmol/l. The repeat values were deemed correct.